Manufacturer narrative:
The complainant made no indication of any arthrosurface device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated on (B)(6) 2026 notifying arthrosurface of an upcoming removal surgery for patient pain. The removal took place on (B)(6) 2026. Removal surgery confirmed on (B)(6) 2026.